Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 400 mg/dl. The customer treated via insulin pump boluses and water. However, the boluses were not decreasing the customer's blood glucose value. During troubleshooting, the customer alleged possible under-delivery. A small kink was found in the tubing; the customer's cat may have bitten it. The customer was advised to change their entire infusion set, reservoir and insulin and treat per health care provider's instructions. The insulin pump was not returned for analysis.